Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/11/2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to correct the connections then perform a (performance verification test) pvt and address any issues found. The customer corrected the pressure tubing connections to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported error pressure regulation high. Found the proximal pressure and machine pressure tubes crossed where connected to the flow sensor assy. The device was not in use at the time of the reported event.